Manufacturer narrative:
The device has not been returned to olympus for inspection. Prior to the device being evaluated, it was sent to an independent laboratory for confirmation culture testing. As of this report, the result of this third-party testing is not yet available. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the instrument and suction channel. The customer uses an unspecified detergent during the pre-cleaning process. During the manual cleaning process, the customer does not use detergent and brushes the instrument and suction channel with unspecified brushes. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, there was no information regarding this process for the facility. The scope is stored vertically hanging in an edc model b cabinet with drying function. Olympus is the maintenance company used by the customer. The scope was sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during routine testing, cysto-nephro videoscope tested positive for microbiological contamination. The scope was sampled four times. During the first sampling, the scope tested positive for 35 colony forming units (cfus)/ 100 ml of unspecified gram-positive baccilus species. During the second sampling, the scope tested positive for 13 cfus of baccilus species and 50 cfus of unspecified streptococcus. The third sample tested positive for 1 cfu/ 100 ml of baccilus species. The fourth sample tested positive for 19 cfu/ 100 ml of baccilus species. Sampling occurred during routine testing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to service where evaluation found wear and tear: cover lens scratched, apical deformation, curved rubber adhesive chipping, air valve unit rotation. (None of these issues are reportable.) The culture tests conducted at a third-party institution detected bacteria levels below the level of action and satisfied the rules. The sampling points are all channels and the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor the field performance of this device.